Event description:
It was reported that: "during the surgery, when the surgeon was inserting the insert trial onto the tibial base plate the insert trial was cracked. The pt did not receive any health damage, because the surgeon removed the fragments of insert trial.

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Additional info has been requested, and if received will be provided on a supplemental report.